Manufacturer narrative:
Follow-up #1: date of submission 12/18/2015. Device evaluation: the device has been returned and evaluated by product analysis on 11/25/2015 with the following findings: the audio bolus button cover was observed to be detached and missing. Unrelated to the complaint, the battery compartment was found to be cracked below the bumper pad and on the side at the case seal. The returned battery cap coins slot was found to be worn and damaged. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging damage to the audio bolus button (abb) and the abb was under-responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.